Event description:
It was reported to baxter (B)(4) on (B)(6) 2010 from (B)(6) home healthcare that the reservoir of ce intermate lv 250, single-pouch device had ruptured during patient use. The device was filled with meropenem in sodium chloride. No report of patient injury or medical intervention. No additional information is available. A sample is available.

Manufacturer narrative:
(B)(4). One sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause for this condition is under investigation. This is a single use device and will not be repaired.